Manufacturer narrative:
Concomitant medical products: juvéderm® volbella¿ with lidocaine. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 2.0ml of juvéderm® volbella¿ with lidocaine into the cheek area and with 1.0ml of juvéderm ® voluma¿ with lidocaine into the cheekbone area. Patient presented with ¿a significant facial edema, especially on the injected areas but also on the orbital area. Small nodules are also visible¿, ¿nodules red and painful¿. A protocol with anti-inflammatory drugs was put in place but it was stopped when the problem came back and in a significant way, 6 days post injection. Treatment: augmentin/solupred/aerius then solupred /zelitrex [¿illegible words..] Symptoms on going. Patient has no previous dermal filler history. Concomitant therapy: treatment: antibiotique, cortisone, antistaminic. This record captures events relating to the juvéderm® voluma¿ with lidocaine. This is the same event and the same patient reported under MDR ID #3005113652-2020-00316 (B)(4). This MDR is being submitted for juvéderm® voluma® with lidocaine.